Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for 4 patient samples tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2). The questionable results were obtained when the customer was comparing the results from two of their cobas 6000 c (501) modules. The customer was comparing patient results between two c501 analyzers due to qc running high on one of the analyzers (analyzer a) since they switched lots of qc at the end of october. Of the data provided, only the ldhi2 results from 2 patient samples were a reportable malfunction. Patient #1: had a ldhi2 result of 402 u/l from analyzer a. The ldhi2 result from analyzer b was 285 u/l. The ldhi2 result from analyzer a was reported outside of the laboratory and a corrected report had to be issued. Patient #2: had an initial ldhi2 result of 246 u/l from analyzer a. The ldhi2 result from analyzer b was 183 u/l. Patient #2 is a (B)(6) female with a date of birth of (B)(6). The ldhi2 result from analyzer a was not reported outside of the laboratory. The ldhi2 results from analyzer b were deemed to be correct. There were no adverse events. The ldhi2 reagent lot was 25452101 with an expiration date of 31-may-2017. The field engineering specialist found that the customer was also receiving high sodium results. He found cleaner that was leaking from a nozzle along with intermittent vacuum errors. He replaced the sodium hydroxide cleaner nozzle, the vacuum tubing on the cell rinse mechanism, and the reagent nozzle. The customer performed qc testing along with patient comparison for ldhi2 which all results were acceptable. Precision testing was also performed on multiple assays with acceptable results.

Manufacturer narrative:
The service activities performed by the field engineering specialist have resolved the issue and the tubing on the cell rinse mechanism that was replaced was determined to be the root cause. The customer is running ldhi2 on the analyzer again. The customer states that correlations and qc are both looking good. They have had no further issues.

Manufacturer narrative:
The customer states that they are not aware of any issues with the analyzer and are running it routinely. However the ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2) test was still not being run on the analyzer. The customer has had a new event similar in nature, but it was on a different analyzer and with a different reagent lot of ldhi2.